Manufacturer narrative:
The device was received with all the buttons remaining in their manufactured positons. The introducer sheath was separated from the device handle and was engaged to the dilator. Visual inspection of the returned device revealed that the distal end of the catheter shaft was slightly curled. The introducer sheath was inspected for anomalies (i.e. Kinks, deformity) that may have obstructed the device path during insertion. No anomalies were observed. The catheter was inserted into the valve of the introducer sheath and the connector prongs on the device locked into the introducer successfully. The insertion step was repeated two more times without difficulty. A review of the lhr was not possible as the lot number was not provided. Based on the information received and the investigation performed, the reported inability to advance in sheath could not be confirmed and the root cause of the event could not be conclusively determined.

Event description:
It was reported that the physician was unable to insert the device into the sheath hub. A second mynx ace device was used successfully.